Manufacturer narrative:
The reported event of low lead impedance was confirmed. As received, a partial lead was returned. Full breached outer insulation degradation was found distal to connector boot. Visual examination found external abrasions breaching the outer insulation and exposing the outer coil at the proximal region consistent with friction to the device can and distal region consistent with friction to another device or feature of patient anatomy. The cause of the reported event was due to exposure of the outer coil in the abrasion and degradation regions. Electrical testing found internal shorting due to procedural damage and did not find any indication of conductor fractures. Other damages found are consistent with procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead had continuously exhibited low pacing impedance measurements persistently. The lead was explanted and replaced. The patient was stable throughout the procedure.